Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or add'l info becomes available, a supplemental report will be sent. Ref: (B)(4).

Event description:
A report received from the USA stated the device experienced hose damage. The device was not being used in surgery. It is unk if injury or medical intervention were reported. No add'l info was provided.